Event description:
Customer reported circuit leaked during functional testing prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). One (1) complete set of hudson rci 311403, anesthesia breathing circuit w/ breathing bag, was received for investigation. Upon receipt the dual limb anesthesia circuit, and rebreather extension tube was visually examined for any signs of abuse/misuse/damage and no defects were observed. The dual limb 311403 anesthesia breathing circuit with rebreather was setup for leak test on a leak tester. Per iso standard 5367 2014 annex e, the ventilator tubing set was tested at 60 +/- 3 cmh2o of pressure with incoming equipment pressure set a 30 psi. The acceptable leak value is = 30 ml/min. The actual ml/min leak pressure for the circuit was recorded at 18 ml/min. The breathing bag extension tube was also tested with a value of 15. The rebreather bag was pressure tested under water with no leaks detected. The 311403 anesthesia breathing circuit does leak, but well within the established iso acceptable parameters.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported circuit leaked during functional testing prior to use. No patient involvement reported.